Event description:
It was reported that during a procedure, on the third firing on very thick stomach tissue the surgeon could hear the motor rev high and three rows of staples on the patient side did not form. The surgeon over sewed with suture. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Really thick stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Third. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black on first 2 firings. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Motor revved high. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.